Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable glucose result for a patient from an accu-chek inform ii meter with serial number (B)(4). At 20:58 the meter result was 36 mg/dl with a fingerstick. At 21:04 the meter result was 34 mg/dl with a fingerstick. At 21:28 the result was 71 mg/dl in the laboratory. The laboratory method was not provided. There was no allegation of an adverse event. The patient was treated based on the laboratory result and not on the meter results. The customer used a different lot of test strips for linearity testing and control tests which were acceptable. The customer test strips were returned for investigation and tested with control material. Control ranges: level 1 30-60 mg/dl, level 2 261-353 mg/dl. Results: level 1: 45, 44, 45 mg/dl; level 2: 308, 313, 310 mg/dl. All returned results are within acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Retention material complies with the specification. The investigation was unable to find a definitive root cause.